Manufacturer narrative:
The pin or inside diameter of the drill guide may have been deformed from prior use, causing the pin to become lodged in the drill guide. The fit relationship between the two devices is a close, but clearance fit. This fit is necessary to provide the desired alignment of the pin within the drill guide. The exact cause cannot be determined with certainty. Evaluation codes: as returned, the pin has fractured and seized within the drill guide. No lot number was provided, therefore, device history cannot be reviewed.

Event description:
It is reported that the pin seized and then fractured.